Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. In the absence of device returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effect of death and the relationship to the product, if any, cannot be determined. The patient effect listed is consistent with the product risk profile and is, therefore, expected. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date estimated. The UDI number is not known as the part and lot number were not provided. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects referenced in the article are filed under a separate medwatch report number. The additional proglide device referenced in the article is filed under separate medwatch report numbers.

Event description:
This event is from a literature review identifying prostar xl device use for transfemoral aortic valve implantation procedures that may be related to: death. Specific patient information is documented as unknown. Details are listed in the article, titled: comparison of vascular closure devices for access site closure after transfemoral aortic valve implantation.